Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the circular seal for the trocar balloon was cut and partially disengaged. The inflation syringe was received. The insufflation bulb was received. The lock collar, trocar balloon and dissector balloon appeared intact. Pmv performed functional testing; the hole was covered, and the dissector balloon was inflated, no leaks were detected. The trocar balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut and partially disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during totally extraperitoneal repair procedure, the device had a hole in balloon and there was a leaked gas /air. There was no patient injury.